Manufacturer narrative:
The date the product was received was reported as (B)(6) 2017 in the original report. The date has been updated to (B)(6) 2017. The event problem and evaluation codes, results were reported as = wear problem in the initial report and has been updated to = no failure detected. The conclusion was reported as = operational context caused or contributed to the event and has been updated to = no failure detected, device operated within specification . Further evaluation was conducted on the device and it was further determined that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor power was too low and too weak; and that the device failed pre-test for frequency. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the (B)(6) that during an unspecified surgery, it was observed that the air oscillator device was powerless. It was not reported if there was a delay to the surgical procedure or whether a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.